Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the symptom of not remaining powered up when on an ac power supply, which was experienced during evaluation. Evaluation found the rear case had failed, causing the condition. The rear case was replaced to correct the condition.

Event description:
During baxter's functionality testing of a spectrum pump, the device would not remain powered on with an ac power supply. There was no patient involvement.